Event description:
Norian was used to treat a cranial defect, occipital bone. The norian never osteointegrated. The pt experienced chronic drainage over 6 to 9 months. Norian granulation tissue was found upon revision at the interface between the norian and the native bone. Titanium mesh was placed in lieu of the norian.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no product was returned.